Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface, cement manufacturer is unknown. Doi : (B)(6) 2017; doi of the stem: unknown. Dor: (B)(6) 2018; left knee.